Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no explant or reoperation was performed. Concomitant products: mentor smooth round moderate plus profile 300cc saline prosthesis, catalog #3502350, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 300cc saline prosthesis experienced left sided pain and fevers post procedure. Additionally, the left implant appeared hardened and smaller. Ultrasound confirmed left sided ruptured. The root cause of the patient¿s symptoms of pain and fever are unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The original coding was reassessed on (B)(6) 2019 and it was determined that the patient experienced a local reaction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. An explant is planned for (B)(6) 2019. 2. Is other serious-uncheck. 2. Is required intervention-check. Manufacturer¿s reference number: (B)(4).